Event description:
The user facility reported a 76 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that upon initiation of first impella 5.5, flow saturation was present. The pump was replaced without issue. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported flow saturation issue has been completed. The data logs were reviewed finding saturated flow following motor current spikes. Additionally, at the same time the ¿impella position in aorta¿ alarm is occurring. The root cause is most likely biomaterial that is being ingested during this time, resulting in the saturated flow. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.